Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the complaint unit was received in the original folding carton. The plunger was observed in the advanced position, and the cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. The lens observed stuck at the cartridge tip, and the pushrod overrode the lens. The cartridge was cracked. Therefore, the reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge crack was visible under the microscope. There was no patient contact. Through follow-up, it was confirmed that the crack was at the tip of the cartridge. No additional information was provided to abbott medical optics.